Manufacturer narrative:
No samples were returned for evaluation; therefore,t he condition of the product could not be verified. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. Because a sample was not returned, the root cause for how the staff member stuck herself cannot be determined.(B)(4).

Event description:
An operating room supervisor reported that a staff member was "stuck" by the blade while introducing the knife out of the blister pouch and onto the sterile field. The customer believes this event occurred because of the way the knives are being package. The staff member is reported to be "fine" and that this event did not result in any adverse events.